Manufacturer narrative:
With the product since. The customer sent an email to adc with photographs showing the 10 lancets; five (5) were unused by the patient and were capped in a manner consistent with a new lancet, and the remaining five (5) were capped in a manner consistent with a used lancet. The patient stated that she had used four (4) lancets of the five (5), and noted that her husband had used one of the lancets, that had been previously used by her. The customer was uncertain which "compromised" lancet was unused and there was concern that she may have used one or more of the potentially "compromised" lancets. The customer again met with the de, on (B)(6) 2014, to reiterate her concerns and informed the de that her husband did indeed use a lancet. It is unknown however, when the husband performed the test on himself or whether he used a new or previously used (by the customer/patient) lancet. Due to her concerns she was referred to her healthcare provider and received testing for (B)(6). These laboratory tests must be repeated at six weeks, three months and six months, post exposure. There was no report of death associated with this event. The customer's products were not returned, however a manufacturing process and document review has determined that the lancets in question were properly capped and sealed in the bag before release. There were no non-conformance reports written for any issues regarding de-capped or damaged lancets in lot w286015. Additionally: the device manufacturer date for the lancet is unknown. A separate MDR will be submitted pertaining to the husband. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who is a newly diagnosed gestational diabetes patient, reported the following information: during a training session, which was attended by both the patient and her husband, the diabetes educator (de) opened the brand new fs freedom lite blood glucose monitoring kit in front of the patient, broke the seals on the box and the seal to the new bag of lancets contained in the kit. The de didn't notice anything unusual and provided the diabetes training. The de was contacted in follow-up and noted that during the training session, she (the de) installed a new lancet, obtained from the just opened bag of lancets, into the lancing device and performed a glucose test on the patient/customer, so the patient/customer could learn the glucose testing process. The lancet used with this practice test was not disposed of at the time of the training session, but left inside the lancing device. The cap for the initial lancet was placed inside the meter case. The system kit contains 10 lancets, in a separately sealed plastic package. Sometime after the session, the customer contacted adc customer service and reported that four (4) of the lancets appeared to have been previously used and then re-capped, as if ready for disposal. The customer contacted the de about the issue on (B)(6), 2014 and stated that she had only used three (3) out of the four (4) lancets, and that no one else in her family had tampered.